Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through fa1542, CAPA: 722471, 806 report#: 1723170-05-18-2026-001-c. (H3, h6): manufacturing representative went to the site to test the system, system check out was completed and passed. Could not duplicate reported issue. Pulled system logs for review. System was ready for patient use. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that an image artifact on 3d images. They used another imaging system to proceed with the case. This issue occurred intra operatively. There was no reported impact to the patient outcome. Additional information received "delay caused about 10 mins by swapping it out with the other imaging system on site and case went well after that".